Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his inflatable penile prosthesis (ipp) pump removed and replaced. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and also upon completion of product analysis.